Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to examine the opening pressure of the valve, it is measured with a computer-controlled miethke testing device that simulates the flow of the cerebrospinal fluid. The valve is tested in a horizontal position. The results show that the progav does not operate within the accepted tolerance in the horizontal position. An accelerated outflow could be determined. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determine an accelerated outflow and a non-adjustability at the valve. The visible deposits in the valve have led to the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (#fv410t) was implanted during a procedure performed on (B)(6)2021. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure on (B)(6)2024. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.